Event description:
On (B)(6) 2011, patient reported that when completing the prime procedure on the infusion device, the display will return to the stop screen but the prime will continue to run. Patient is unable to stop the prime procedure by pressing any of the buttons on the infusion device. Patient also reported the infusion device will randomly produce an audible beep. These issues began 7-10 days prior to the report. Infusion device was not dropped, and there were no signs of moisture or humidity in the infusion device. The correct type of battery is used in the infusion device. Patient tried other brands of batteries, but the issue continued. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.